Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via the right femoral artery to support the 73-year-old male patient with known coronary artery disease admitted in for a protected percutaneous coronary intervention (pci), presenting in scai stage e shock. He had the extra-corporeal membrane oxygenation (ECMO) in the opposite left femoral along with a perfusion catheter in the left too for ischemia. The patient was additionally known to be on a vent for respiratory needs and previously had CPR for a cardiac arrest. No other underlying history was shared. The cp accessed limb also became ischemic and due to the lost pulses had a perfusion catheter placed. On the day after implant the team observed bleeding and transfused the patient with coagulopathy. There was a right sided hemothorax likely related to the CPR per the team and not the pump use, and they sent the patient to the or to evacuate and resolve the bleed. The team had the interventional radiology department embolize the bleed and gave volume. The pump remained on for support despite the harm. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
Additional information received confirmed the event date as march 2, 2026, as previously reported. Of further note, it was indicated that the device is not available for return. According to the clinical rep, the device was "discarded" at the site. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of major bleed/access site adverse event was likely patient condition related since patient had coagulopathy based on clinical details provided the cause of the injury was not determined due to insufficient clinical details.